Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned..

Event description:
It was reported that the customer received an occlusion alarm while attempting to deliver a bolus. Customer's blood glucose level was 200 mg/dl. Customer did not call in to tandem technical support at the time of the reported issue, therefore, no troubleshooting was able to be performed. Customer changed out the cartridge, tubing, and site and delivered a bolus.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be confirmed.